Manufacturer narrative:
Evaluation results: one portex tracheostomy tube was returned for investigation. The returned device was received in used condition without its original packaging. The device was visually inspected, at a distance of 12" to 16" and normal conditions of illumination. No discrepancies were found. A syringe was used to inflate the cuff of the device, and was it was submerged under water in order to look for leaks. Leaks were detected in the cuff of the returned device. The device history record was reviewed and showed that this device met all manufacturing specification for product released for distribution. No issues were identified that would have impacted this event.

Manufacturer narrative:
Occupation: clinical education consultant. (B)(6).

Event description:
Information was received that a smiths medical portex adjustable flange siliconised prof cuff tracheostomy tube cuff leaked after five hours in use with a patient at the (B)(6) hospital. Subsequently, a tracheostomy (trach) change out was performed. No clinical consequences to the patient were reported.